Event description:
Boston scientific received information that this right ventricular (rv) lead has high out of range pacing impedances. The impedances have been slowing rising since implant. All other lead measurements are stable and sensing is good. Boston scientific technical services (ts) suspects lead calcification or lead tip encapsulation as the root cause. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.